Event description:
It was reported that the patient received an inappropriate shock due to non-physiologic noise on the right ventricular (rv) lead. Oversensing was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead, implanted: (B)(6) 2012. A 429688 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).